Event description:
Reportedly, the static orange light on the home monitor froze. The monitor was left on for 48 hours in the patient's home and the same issue was observed with the orange light. The patient did not have any clinical effects. The home monitor was replaced and no issue was observed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the static orange light on the home monitor froze. The monitor was left on for 48 hours in the patient's home and the same issue was observed with the orange light. The patient did not have any clinical effects. The home monitor was replaced and no issue was observed.